Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v390180, implanted: (B)(6) 2010, product type lead; product ID 3889-33, lot # v390180, implanted: (B)(6) 2010, product type lead; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reports that the device was interrogated in the office and the impedance measurements was noted as two electrodes were greater than 4000. It was noted that the impedance did not resolve and the cause of the impedance issue was not determine. It was unknown if device related and unknown if any lead fractures. It was reported that the patient was having device removed on 7/23 and an stimulator system device put in. Additional information reports that the surgery was the day before reported event date. The representative have not had contact with the patient since the placement of the new lead and ipg (stimulator). The physician decided to leave the existing ipg (stimulator) and leads in place to reduce trauma to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that the patient was following up with their healthcare provider.

Event description:
It was reported that the caller states he was made aware last week or the week before last that the patient was having a stimulation issue. The patient has synergy implanted for interstim use and caller ended up having a pain representative come by and do impedance check. It was discovered that two electrode pairs had 'impedance issues' though once the pain representative eliminated those specific electrodes from the programming the patient still didn't feel stimulation. At that time it was decided that a revision would be done and caller noted that this off label application will likely be replaced with different model. Caller notes he couldn¿t get a true 'event date' because the patient has communication issues and health problems. Compatibility guidelines were requested for extension to ins (stimulator). The caller notes because of patient¿s medical condition, it was difficult for her to reach around her back (thus the reason the current implant was put in the abdomen area).